Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped. Additional findings not related to the malfunction/issue there was damage to the screw boss mount. The rear enclosure would need to replace on the device. There was no repair made to the device, and it will be scrapped.